Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was examined visually, electrically, and mechanically. During the visual inspection, cuts were noted in the insulation, which are probably a result of the operation process. The analysis did not show any other deviations that could be connected to the clinical complaint. In particular, the measurement values of the mechanical analysis of the screw mechanism were within the technical specification. In summary, there were no indications of material defects or manufacturing errors.

Event description:
Ous MDR - after an implantation time of about 4.5 months, it was reported that the lead was dislodged. It was also reported that a decrease in signal amplitudes was observed in the trend printout after 2 month of implantation. During the revision, the position of the tip electrode close to the valve could be seen in the fluoroscopy. The extended screw could no longer be retracted despite various manipulations. The lead was returned to biotronik. No worsening of the patient's state of health was reported.